Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified, broken shell and others, brown particles in the shell, underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, broken crease sharp on radius, smooth broken on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp broken on radius due to fold flaw opening. - missing shell due to inconclusive. A smooth broken due to smooth opening.

Event description:
Device has been explanted.